Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial articular surface provisional was found fractured outside of surgery. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned tasp exhibits signs of repeated use and has a fracture on the medial side of the post feature. DHR was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.